Event description:
Patient reported against right side "capsular contracture", "fluid, double in size", and "exchange from textured to smooth due to product concern". Healthcare professional additionally reported right side capsular contracture baker grade IV and "late seroma". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and sermoa-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late

Event description:
The device has been explanted.